Manufacturer narrative:
Date sent: 02/27/2009. Evaluation summary: the analysis results found that one sc60 device was returned in good visual condition and with no reload loaded on the device. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when the surgeon fired the device, the tissue was cut off, but the wound was bleeding. They used the clips to stop the bleeding. There were no adverse consequences for the patient.